Manufacturer narrative:
(B)(4). An engineering quality review was complete for this report of air. This report was not confirmed in the lab due to a lack of sample. Based upon the information obtained from baxter's investigation, the root cause was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services regarding air in lines on the homechoice (hc) machine during initial drain. The technical service representative (tsr) instructed the cg to start over with new supplies. On (B)(6) 2010 product surveillance followed up with the cg via phone call; the cg stated there were no open clamps on any unused lines and no alarms occurred. The cg reported she was able to start over with new supplies and complete the therapy. The cg also confirmed there has been no further issue related to air in the patient line. There was no patient injury or medical intervention associated with this event. No further information is available.